Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was frayed at the distal clevis hub. There was no damage found at the clevis. Additional observations during failure analysis found the instrument distal pulley had mechanical indentation/burrs at the edge of the distal pulley with visible scratches on the surface of the pulley. It was concluded mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed pitch if to recur could cause or contribute to an adverse event.

Event description:
A damaged cable was observed on the prograsp forceps instrument during central processing. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.